Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) was overheating. There was no harm or injury reported to the patient.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: e1 (event site city and event site address) due to character limit in block e1 full event site address is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer dispatched for evaluation but reproduction of the issue was not possible during testing. The internal compressor and installed temperature sensor were inspected and found to be functioning normally. Long-duration operational tests were conducted at a load rate of approximately 60, consistent with initial usage conditions. No recurrence of the overheating was observed during these tests. The device continues to operate normally with satisfactory performance. They will maintain ongoing monitoring to ensure stability.